Event description:
During an unspecified pta procedure, the coating was too thick on the proximal side of the kayak .035/150 cm/ang guidewire tip and could not be passed through the 4 fr introducer. The kayak guidewire was removed and replaced with another type of guidewire. The procedure was successfully completed. No pt injuries or complications were reported.